Event description:
It was reported that a whisper guide wire was used during a unspecified coronary procedure of the heavily calcified artery using a radial artery access approach about 1 month prior. It was noted that after considerable procedure time the access was changed to a femoral artery to complete the procedure. Later post procedure the patient presented with a very painful, swollen and bruised arm. The patient was x-rayed and it was noted that a part of the guide wire remained in the vessel. Most of the guide wire was removed, however, approximately 2 cm remains in the vessel. The patient remained hospitalized for six weeks and was reported as fully recovered. No additional information was provided.

Event description:
Subsequent information received from the site revealed that a portion of the guide wire was removed, percutaneously from the subjects arm. Approximately 2cm of wire remains in the subject. During hospitalization, the subject had a hypersensitivity to the unspecified opiate-based pain-killer given. Two (2) still images were provided and review by an abbott specialist revealed both images showed a long linear radiopacity in the arm located just above the elbow extending to mid-distal forearm. The end closest to the wrist shows a kink in the wire and a looped/prolapse end; the images are consistent with the incident description. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: based on visual analysis of the returned device, scanning electron microscopy (sem) review, and 2 still images, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the part and lot numbers were not reported and the packaging was not returned. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.